Manufacturer narrative:
Although requested, no patient details: dob, age; gender, weight, or diagnosis were available. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that two hours after the start of the normal saline infusion (25 ml/hr), the user identified a leak and break at the upper fitment of the primary administration set. The event occurred prior to the start of the chemo infusion. No patient harm was reported. The secondary line was primed in preparation for the planned chemo infusion.

Event description:
It was reported that two hours after the start of the normal saline infusion (25 ml/hr), the user identified a leak and break at the upper fitment of the primary administration set. The event occurred prior to the start of the chemo infusion. No patient harm was reported. The secondary line was primed in preparation for the planned chemo infusion.

Manufacturer narrative:
The customer report of a leak and break at the upper fitment of the primary administration set was confirmed. Visual inspection observed a tear in the silicone segment at an area atop the upper fitment component. The tear was measured as approximately 0.1 inches in length. No other obvious damages or issues were observed with the rest of the set's components. Functional testing showed a leak from the observed tear. The root cause of the observed damage was not identified.